Manufacturer narrative:
Unit passed displacement test, active current test and self-test. Low battery alert less than 1 week not confirmed. Unit failed sleep current test. High sleep current isolated to pcba 1. Power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that their device has been consuming batteries, customer uses new batteries every time. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 70 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.